Manufacturer narrative:
At this time, the lead remains in the hospital's possession. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically explanted due to undersensing. Undersensing was determined by the physician to be due to a change in the condition of the patient, as the patient's ongoing atrial arrythmia degraded leading to a silent atrium and undersensing. An alternate lead was implanted in a new location during the procedure and a/v synchrony was recovered. No additional adverse patient effects were reported.